Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was engaged to the handle. The balloon of the returned device was inflated with fluid to determine if there was any presence of leak in the balloon; no leak was observed, pressure was held with proper functioning of the inflation indicator. The balloon was verified in a 6.15mm go/ 5.75mm no go gauge to be within specification. The review of the lhr (lot f1310701) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provide and the investigation performed, the reported balloon loss of pressure could not be confirmed.

Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent a diagnostic coronary procedure on an unknown date. Access was obtained via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician who is a trained user, selected a mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure during pullback. The device was removed and the patient was converted to 10 minutes of manual compression. Hemostasis was achieved. The patient was hospitalized. The discharge date was not reported. The patient's hospitalization was not mynx device/mynx procedure related.